Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. The device was returned in its original packaging. Visual inspection of the device noted a slight swelling of the case where the high voltage capacitor was located. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device¿s ability to provide shock therapy because the hv capacitors could not be fully charged. A manufacturing enhancement has been implemented to mitigate this issue.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), it was noted that when the automatic capacitor reformation was performed, the charge time was 45 seconds. The test was repeated and the crt-d displayed an alert indicating that the battery was depleted. This device was not implanted and will be returned for laboratory analysis. No adverse patient effects were reported.